Event description:
The device was detached into the right ophthalmic/internal carotid artery aneurysm. A control angiogram taken after the pusher wire was removed revealed the proximal portion of the coil tail was protruding from the aneurysm into the microcatheter. The physician used a guidewire to push the coil's tail back into the aneurysm. The procedure was successfully completed. There was no reported clinical consequence to the patient.

Manufacturer narrative:
(B)(4) coil protrusion, a request has been submitted for a new code. The device remains implanted so was not available for evaluation. From the information provided there is no indication that there was any device nonconformance or misuse that contributed to the reported event. Based on the information provided and the investigation, it was determined that the most probable cause of the reported event was operational context.